Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mcs instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. Fa found the primary failure of broken grip cable (grip close) to be related to the customer reported complaint. The mcs instrument was found to have a broken grip cable at the distal end. The root cause of broken - distal instrument grip cables is attributed to a component failure. No image or video was available for review. A review of the instrument logs for the mcs instrument (part number 470179-19/lot number k13220523 0290) associated with this event has been performed. Per the review, the mcs instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 9 uses remaining after the last procedural use. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the mcs instrument had frayed cable and a fragment from the instrument possibly fell inside the patient during a da vinci assisted procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted inguinal hernia unilateral surgical procedure, the monopolar curved scissors (mcs) instrument had a frayed cable. The procedure was completed with no reported injury. The endowrist monopolar curved scissors is intended to be used with the da vinci system for endoscopic manipulation of tissue, including: cutting, blunt and sharp dissection, electrocautery. The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Follow-up attempts to request additional information have been performed. However, no further details have been received as of the date of this report.